Event description:
It was reported that the patient was experiencing redness at the ipg site due to a possible infection. As a result, the patient underwent surgical intervention during which the ipg was explanted. The patient was well afterwards.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
A patient was experiencing redness at the ipg site due to a possible infection was reported to abbott. The patient underwent surgical intervention during which the ipg was explanted. The patient was well. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.